Event description:
In 2009, the pt reported that her infusion device continues to display e4 (occlusion) error. She stated that her infusion tubing had been in use for over 7 days, and she changed the insulin cartridge and this is when the occlusions began. She inserted the insulin cartridge into the backup infusion device using the same infusion tubing and e4 recurred. She switched to injection therapy and has experienced elevated blood glucose of 400 mg/dl. Her normal blood glucose level is 100 mg/dl. To troubleshoot, the pt was advised to prime the infusion tubing and e4 was displayed. She was advised to remove the infusion tubing, and she was able to prime without error. She stated that she had just injected insulin and she would reconnect to the infusion device at a later time. She was advised to change the infusion site every 3 days and the infusion tubing every 3 days. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.